Event description:
Boston scientific crm received information that a replacement procedure was performed, this implantable cardioverter defibrillator (ICD) device was removed and replaced. There was concern that the battery had depleted more rapidly than expected. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eri/eol was triggered earlier than expected by charge times in excess of the respective charge time limits.